Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon fell apart upon removal. Consumer stated she went to the doctor and was diagnosed with a yeast infection and prescribed medication. She also states there were tampon pieces found during the medical examination. Consumer stated that she no longer has the yeast infection.